Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There were two kinks in the distal coils/core 1.5 cm and 2 mm proximal to the tip ball. The tip was in a hook shape. There was numerous random offset intermediate coils proximal to the center solder for a length of 3.5 cm. The core was separated distal and proximal to the hypotube. There was a kink on the proximal end of the separated core 8 mm distal to the separated core. The separated hypotube had a small amount of core visable in the proximal and distal end of the hypotube. There was a bend at one end of the hypotube, 1 cm proximal to the separated end. There was no other damage noted to the guide wire. An attempt was made to advance the distal portion of the guide wire through a .0145 " hole gauge, but resistance was felt at the offset intermediate coils proximal to the center solder. The separated hypotube was able to be passed through the .0145" hole gauge without any resistance. The tip was tugged on to verify that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident info and the analysis of the returned device. The sem showed that the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from the ductile overload at the bend. The lab analysis also showed evident that the intermediate tip coils had met resistance. This was evident from the overlapped coils. This is seen typically when the tip is trapped or restricted causing resistance against the coils and the guide wire is pulled or pushed against this resistance which damages the coils as found in the analysis. From the incident info, the cause of resistance is not described. Athough the cause of the resistance could not be determined from the analysis, if the guide wire is moved heavily against the resistance, this can buckle the hypotube joint on the guide wire and allow it to bend excessively as found in the analysis. Moving the guide wire against resistance appears to be the cause of the fracture. Although a j curve was found on the tip along with other damage, there was no manufacturing related quality issue found in the analysis. This very-low failure mode is being monitored. Action may be taken based on future complaints. To insure this does occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non- destructively checked for hypotube joint tensile strength and must meet the minimum two pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide separation fracture. It was reported that the procedure was to treat a heavily calcified lesion in the left sfa. A total of nine balloons (from various companies) were used in the procedure, with most of them rupturing. As another balloon was being advanced on the bmw guide wire, it became stuck. The catheter and guide wire were removed together at which time it was noted that the guide wire had separated in two places. Nothing was left in the pt. It is not known if the bmw was used with all nine balloons or if several guide wires were used. No additional event or pt information is available.